Manufacturer narrative:
Multiple attempts to get the mask back. No product returned.

Event description:
The manufacturer became aware of an allegation from a user who reported while using his dreamwear full face mask with magnets, he had issues with his implanted defibrillator shutting off periodically during the night. The user was advised of this after he had visited his cardiologist and they were attributing this problem to the mask. The user was switched to a different mask. The user stated no harm or injury occurred. No product was returned for investigation. The dreamwear instructions for use includes the following warnings: the headgear clips contain magnets. Contact your healthcare professional before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. This report will be filed as an initial-final report. We will continue to monitor these complaints regarding magnets. If any additional information is received, a follow up report will be filed.